Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported increased intra-peritoneal volume (iipv) event was identified during the event history log review. Internal and external visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. One hour therapy was completed without error or alarm. Upon conclusion of the investigation, the cause was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:39:55. During night drain cycle six, the patient's ultrafiltration reading was 2704ml, indicating the home patient drained 2594ml more than their maximum programmed fill volume of 2200ml. No further information is available.